Event description:
Customer reported a past incident involving high blood glucose levels, though the specific value was unknown and simply displayed as "high." To address the high blood glucose, the customer took a corrective injection via multiple daily injections (mdi). Control iq feature was not activated at the time of the event, and the customer is not experiencing frequent high blood glucose levels. Technical support advised the customer to consult with a healthcare professional (hcp) to discuss factors affecting blood glucose levels, and the customer understood and acknowledged this resolution.